Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic appendectomy. The surgeon reported that they took the appendix with the staple reload. Everything seemed fine at the time. On postoperative day 3, the pt underwent a reoperation where they found the staple line wide open. During the second procedure, an opening was found that the doctor felt was the appendical stump that was over sewed. No buttress material was used. There was no problem with staple line during the case. The reason for second procedure was compilations. The pt is reportedly doing better.